Manufacturer narrative:
The device was received not deployed. The download data shows that the device completed 46 pulses and was then deactivated by the user at the end of the first priming sequence. Since the user deactivated the device before the start of the second priming sequence, the needle mechanism never deployed. The needle mechanism deployed successfully upon manual rotation of the ratchet gear. No damages or defects were observed that would result in the formed needle or soft cannula failing to deploy.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly.

Event description:
It was reported the pink slide insert did not move forward indicating that there was a needle mechanism failure.